Event description:
The customer reported error blower temperature high. The customer reported that it is unknown if the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and requested a repair service. The authorized service personnel (asp) replaced the blower to address the reported issue. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed, or failed to meet specifications.